Event description:
It was reported the patient presented remotely via merlin. Net. Transmission revealed that the the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch that was reproducible with isometrics. Programming changes were made. The patient was stable.